Event description:
The patient stated that they experienced a device malfunction during use. Despite completing a hard reset during a prior troubleshooting call, the device continued to exhibit issues and became "hot." The patient was advised to observe its operation without a battery, but the system persisted in its malfunction. The patient was unable to breathe effectively and was transported to the hospital, the patient was non-responsive and was transferred from the emergency room to the ICU upon arrival. In the ICU, the patient was intubated and placed in a medically induced coma for two days. They remained hospitalized for a total of seven days. During their hospital stay, the patient experienced heart failure, attributed in part to their pre-existing conditions, including rsv and copd, which necessitate oxygen support when levels drop below 88% at a level 2 setting. The device failure was reported to have no audible or visual alarms at the time of the incident, and there was no alternative oxygen supply available. Following the event, the patient received a replacement unit two days after discharge.

Manufacturer narrative:
The patient reported no ongoing complications or management needs resulting from the event.